Event description:
The customer reported of a leak coming from the cartridge chemistry (cc) sample probe of a unicel dxc 800 synchron system. The customer discovered 20 ml of fluid which had leaked on top of the reaction carousel cover after performing the weekly maintenance. The customer noted that the cc sample syringe and fittings were secured. The customer was wearing personal protective equipment consisting of gloves and a lab coat and no injury or exposure was reported. No erroneous results were generated and there was no change to patient treatment associated with this event. Beckman coulter field service engineer (fse) was dispatched and found a loose fitting on the clot detector to sample probe. The fse proceeded to secure the loose fitting and repair was verified per established procedures. Failure mode was determined to be a loose fitting.

Manufacturer narrative:
Results code: loose fitting. (B)(4).